Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to remain static for an extended period of time despite routine pump usage. The customer's blood glucose (bg) was 167 mg/dl. Although requested, no additional information was provided.